Manufacturer narrative:
Corrected information for supplemental medwatch report 001 -- section d4, model #, of the initial medwatch report stated: prt-01185-000. Section d4, model #, of the initial medwatch report should have stated: v+pro, english. Section d4, UDI #, of the initial medwatch report stated: (B)(4). Section d4, UDI #, of the initial medwatch report should have stated: (B)(4). New information for supplemental medwatch report 001 -- h6: the device was evaluated by ventec where the reported issue of the lcd touchscreen locking up and becoming unresponsive could not be confirmed. Additionally, ventec did not duplicate or confirm any unexpected losses of power. Proper device operation was observed through functional and performance testing. The cause of the reported issue could not be determined.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the lcd touchscreen on the device had locked-up and become unresponsive. The reporter advised that while attempting to troubleshoot the device it began to alarm, the power button began flashing and then it powered off by itself. In this state, the device would be inoperative. There was patient use associated with the reported event. There were no reports of patient harm as a result of the reported issue.